Manufacturer narrative:
The device was evaluated by a zoll representative at the customer's facility and the device performed to specification. The device passed all functional and shock tests without duplicating the report. Data logs show no inappropriate shock advisories, the only shock delivered happened after the rescue protocol was exited. The device meets specifications. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.